Event description:
It was reported that during a meniscal repair surgery the meniscus cut through, this occurred while inside the meniscus. A backup device was available to complete the procedure with no significant delay or patient injuries.

Event description:
It was reported that during a meniscal repair surgery the meniscus cut through, this occurred while inside the meniscus. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, ¿the meniscus cut through¿. An exact root cause cannot be determined with confidence without the return of the device and additional clinical details provided. The instructions for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned for evaluation. The needle is dramatically bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.